Event description:
It was reported that the customer had issues with manually filling the infusion set tubing using the plunger. The blood glucose reading was 114 mg/dl. The customer stated that she had wasted 2 infusion sets and lots of insulin. She also reported that approximately 4 years prior, she observed a tiny piece of white stuff that looked like cotton. She reported that where was a problem with something in the tubing which was not addressed. She stated that insulin did not exit the tubing when she pushed on the plunger and experienced some resistance. She stated that she had already resolved the issue before calling by changing the entire infusion set and reservoir. She was advised to return the used supplies for analysis. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.